Event description:
It was reported the patient had a loss of pain relief and high impedances were present. Examination and palpation revealed the pares thesia to the patient¿s left leg was intermittent. The event was related to the leads and not related to the implant procedure. Both leads were replaced and the event was considered ongoing at the time of report. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the device was interrogated in september and there were no impedances out of range. Examination and palpation noted paresthesia was adequate. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v006162, explanted: (B)(6) 2014, product type: lead. Product ID: 377760, lot# v006162, explanted: (B)(6) 2014, product type: lead. (B)(4).